Manufacturer narrative:
The batch record: production sites checked the batch record of monoject hypodermic safety needle 27g*1/2" lot 02208035 ref involved in the complaint with no anomalies found in the batch documentation. A visual check of 20 pieces of the retained samples were visually inspected. All the retained samples were qualified in appearance. In addition, there were obvious glue traces in the position of the needle holder, and no problems of lack of glue or less glue were found. Five pcs of archive samples were checked for clinical use. In this case, the needles were combined with a luer slip syringe to verify conical fitting of the needle. No anomalies were found. Iso 80369 verification: confirmed that safety needle hub measures comply with en iso 80369-7:2021. Customer samples were provided, and a visual inspection of the samples show the needle is combined with a non-sol-m syringe and the safety mechanism is already activated. Plastic components are intact and properly assembled. The connection between the two devices is securely maintained in accordance with iso 80369-7:2021. In order to verify the reported issue, the safety arm was removed. Water was drawn up without any observable leakage, then to simulate the pressure of injection, the needle was plugged with rubber to block flow. At this point, the injection was simulated with no water leakage observed. The reported issue is unconfirmed, based on the investigation, therefore a root cause cannot be established. The manufacturing site will continue to monitor this kind of issue and further evaluations and corrective actions will be taken if necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: another hypodermic safety needle leaked for one of our rns in the newborn nursery on friday, august 18th, when she was performing a circumcision on a baby.